Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. After lens insertion into the eye, noticed piece of trailing plate haptic was torn. The lens was cut to remove from the eye. The incision was not widened and no suture was used. There was no patient injury. Backup lens was implanted. Reporter stated incident was due to loading error.

Manufacturer narrative:
(B)(4).